Manufacturer narrative:
The device has not been returned for evaluation.

Event description:
It was reported during a embolization procedure when the stent (subject device) was advanced to go into the catheter there was resistance at the tip of the introducing sheath. The physician added force to advance it, and half the device deployed from sheat and into the catheter. While continuing to advance the stent fully out of the catheter, it detached from the delivery wire. When removing the stent, it fully deployed in the hub of the catheter. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient. There was a 10-minute surgical delay in the procedure.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection, the subject stent was seen to be deployed and the stent delivery wire (sdw) was seen to be kinked. The subject stent was seen to be deformed and the introducer sheath was returned intact. Functional inspection/resting was not carried out as the subject stent was returned deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of the subject stent deployed prematurely during use was confirmed during analysis. The reported event of the stent difficult/unable to transfer and sdw friction could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received stated the device was prepared as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis. The subject stent was returned in the condition of deployed and deformed. The sdw was returned and was found to be kinked and the introducer sheath intact. It is likely when the reported resistance was felt during the procedure manipulation of the device would have caused the premature deployment. The analyzed event of the stent deployed prematurely during use, stent delivery wire (sdw) kinked/bent, and stent deformed as well as the as reported event of the stent deployed prematurely during use, stent delivery wire (sdw) friction and the stent difficult/unable to transfer below will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported during a embolization procedure when the stent (subject device) was advanced to go into the catheter there was resistance at the tip of the introducing sheath. The physician added force to advance it, and half the device deployed from sheat and into the catheter. While continuning to advance the stent fully out of the catheter, it detached from the delivery wire. When removing the stent, it fully deployed in the hub of the catheter. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient. There was a 10-minute surgical delay in the procedure.